Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18037. The pt has 3 leads implanted (1 model 3286 and 2 model 3186) as part of her scs system. It was reported the pt is experiencing ineffective stimulation. The pt has lower back and leg pain and stimulation is not relieving her back pain. The sjm representative met with the pt, but reprogramming was unable to provide effective stimulation. The pt's physician has no plan for intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.